Event description:
Reporter indicated that vns pt has been experiencing and increase in seizures that are greater than before vns. Medication increases had been made during this time period. It has been reported that the pt had an episode where pt had continued seizing.